Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek meter up01529121 compared to the laboratory using dade innovin reagent. At 08:15 am, the result from the meter was >8.0 inr and the patient's coumadin dose was held. At 09:00 am, the result from the laboratory was 5.7 inr. There was no allegation of an adverse event. The patient was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient had been taking a steroid pack for 5 days because of a cream reaction. The patient has had no changes in diet, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 304973) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality controls. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot - qc lot. (1.8 - 2.8 inr) all measurements were without error messages. The results alleged by the customer were not observed in the meter result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.